Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump suspended insulin delivery. The contact reviewed the pump history with tandem customer technical (cts) and it showed that an occlusion alarm had occurred. There was no reported impact to the customer's blood glucose level. The contact declined cts' offer to troubleshoot to determine a possible cause of the occlusion.